Manufacturer narrative:
Philips service replaced the power supply and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray was unavailable due to power supply failure on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.